Event description:
It was reported, that patient underwent revision surgery, due to a hip inlay dislocation. There was no surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary ==> surgeon is complaining a hip inlay dislocation. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that 3 out of the 6 anti-rotation device (ard) tabs sheared off from the altrx neut 36idx52od.additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). The machining lines from the manufacturing process are yet visible, however from one side they are more visible than the other side of the liner which would not be as obviously present if it would been more centrally loaded. Furthermore the rim presents a small portion fractured. The fractured fragments were not returned for evaluation. Also scratches were identified at the surface and inner surface of the liner most likely caused by the explantation process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx neut 36idx52od product code: 122136052 lot number: m70k90 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx neut 36idx52od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: 40 2) date of manufacture: 08/06/2024 3) any anomalies or deviations identified in DHR: none 4) expiry date: 07/31/2029 5) IFU reference: IFU-0902-00-701 rev. T device history review ==> a manufacturing record evaluation was performed for the finished device product description: altrx neut 36idx52od product code: 122136052 lot number: m70k90 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.